Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f procedural sheath (model unk). A pre-procedure femoral angiogram showed no evidence of calcium in the vicinity of the access site. Post procedure, the radiology technologist (rt) who is a trained user of the mynx, chose the mynx cadence to close the access site. It was reported that the rt deployed the sealant and when he retracted the sheath, the sealant came with it. The rt removed the device and converted the pt to 10-15 minutes of manual compression. Successful hemostasis was achieved. The pt was ambulated and discharged to home the same day with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physician investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1132108) indicated that the mynx lot met all established performance criteria prior to shipment. Review of design/process (B)(4) confirmed that the reported failure mode is identified in the risk management document.